Event description:
Patient's husband reports that her nebulizer seems to be clogged and not allowing medication or air through. Pt did miss a dose. No adverse event reported. Unknown if product on hand for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.